Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not complete the fill cannula and had not resumed insulin. The customer's blood glucose was 300 mg/dl at the time of the reported event which was addressed with a correction bolus with the pump. The customer was able to successfully fill the cannula and resume insulin delivery.